Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation and no photographs of the sample were provided. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. No indication for any relationship with the reported failure mode was found during the review.

Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer approximately 20 minutes after the initiation of the patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The machine, a fresenius multifiltrate (mft) machine, alarmed appropriately with a blood leak alarm. The blood leak was noted as being an internal blood leak that could be visually observed as reddish fluid outside of the dialyzer membrane. It is believed that the dialyzer membrane ruptured. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was not provided. The remaining blood inside the circuitry was returned to the patient. There was no reported patient injury or medical intervention as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: h10 (removal of first and last sentence of plant investigation) plant investigation: the complaint sample was not available to be returned for evaluation. The described situation is adequately addressed in IFU and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore the retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The batch records were reviewed and confirm that the lot was inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer approximately 20 minutes after the initiation of the patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The machine, a fresenius multifiltrate (mft) machine, alarmed appropriately with a blood leak alarm. The blood leak was noted as being an internal blood leak that could be visually observed as reddish fluid outside of the dialyzer membrane. It is believed that the dialyzer membrane ruptured. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was not provided. The remaining blood inside the circuitry was returned to the patient. There was no reported patient injury or medical intervention as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer approximately 20 minutes after the initiation of the patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The machine, a fresenius multifiltrate (mft) machine, alarmed appropriately with a blood leak alarm. The blood leak was noted as being an internal blood leak that could be visually observed as reddish fluid outside of the dialyzer membrane. It is believed that the dialyzer membrane ruptured. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was not provided. The remaining blood inside the circuitry was returned to the patient. There was no reported patient injury or medical intervention as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h6 (investigation findings and investigation conclusions), h10 (expanded to include more information from plant investigation) plant investigation: the reported complaint could not be confirmed. The complaint sample was not available to be returned for evaluation. The described situation is adequately addressed in IFU and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore the retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. The batch records were reviewed and confirm that the lot was inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Based on the information available, the cause fo the reported failure could not be traced to the device.

Event description:
It was reported to fresenius that a blood leak occurred with an ultraflux dialyzer approximately 20 minutes after the initiation of the patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The machine, a fresenius multifiltrate (mft) machine, alarmed appropriately with a blood leak alarm. The blood leak was noted as being an internal blood leak that could be visually observed as reddish fluid outside of the dialyzer membrane. It is believed that the dialyzer membrane ruptured. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was not provided. The remaining blood inside the circuitry was returned to the patient. There was no reported patient injury or medical intervention as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.